Manufacturer narrative:
Additional information received that the patient is doing fine. Control pump: model: 72400098, lot sn: (B)(6).

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) balloon and pump due to fluid leak in the cuff. Three weeks prior to the revision surgery, the cuff stopped working. A patient outcome of fine was reported.

Manufacturer narrative:
Control pump, model- 72400098, lot sn- 400303003.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) balloon and pump due to fluid leak in the cuff. Three weeks prior to the revision surgery, the cuff stopped working. A patient outcome was not reported.